Event description:
A talent stent graft system was implanted in a pt for the emergent endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported and the aortic neck was 27-28 mm in diameter and it was 2 cm long. It was reported that in order to avoid covering the renal arteries, the bifurcated stent graft was intentionally positioned somewhat low; however, the stent graft was deployed too low and landed 8 mm distal from the renal arteries (see MFR # 2953200-2010-00386). This required a talent aortic cuff to be implanted; however, when the cuff was deployed both renal arteries were covered. A renal stent was implanted in each renal artery and successfully restored the vessel patency. No clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B) (4). Results: arterial and vascular occlusion, stent deployed high and occluded renal arteries. Conclusion: stent graft deployed high and occluded renal arteries. Required intervention.